Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption. The customer¿s blood glucose was in 131-150 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy.